Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was 5.3 mmol/l at the time of the incident. Customer reported that they was able to clear the alarm. Customer was able to complete rewound the insulin pump. Customer stated the insulin pump was not stored or not in used for an extended period of time. Customer stated the insulin pump alarm occurred after battery changed. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted.